Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list number 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a (B)(4) and released for distribution on (B)(4) 2009.

Event description:
The customer reported that the laboratory night shift had performed cleaning of the cell-dyn sapphire hemoglobin syringe and afterwards received hemoglobin syringe "fail to home" error message. The day shift noticed syringe not seated correctly and following re-installation of the hemoglobin syringe, the cell-dyn sapphire analyzer locked up. After cycling the power to the instrument, the customer observed the "failed to home" error message. The abbott cta instructed the customer to install a new syringe which resolved the "failed to home" error issue. There was no impact to patient management reported.